Event description:
During review of the patient's programming history available in the in-house database, it was observed that the settings on the date of implant were the shipping settings and then upon initial interrogation on (B)(6) 2005, the settings were at unintended parameters. There were several system diagnostic tests performed after the final interrogation on the date of implant. A system diagnostic test did fault which changed the settings to unintended parameters. The two subsequent system diagnostic tests on this date resulted in okay results within normal limits. As a result of the faulted system diagnostic test on the date of implant and a final interrogation not being performed, the patient's device was set at unintended settings. No patient adverse events were reported. The patient's settings were reprogrammed on (B)(6) 2005.

Manufacturer narrative:
Analysis of programming history.